Manufacturer narrative:
(B)(4). The reported complaint of triggering difficulty is confirmed based on the pictures provided in the complaint. The pictures show unstable/erratic triggering. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the unstable/erratic triggering. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "central lumen extremely dampened and blood noted in gas tubing". The report further states, "this is a male patient with an axillary iab in place. The patient is waiting for transplant and the iab has been in place for 5 days. They were also having triggering issues. I was able to get a better ECG signal for the pump. The pump is now in wessler timing". Additional information states that "the patient is stable. Went to or to remove the balloon". It is unknown per the customer if a 2nd balloon was inserted. No report of patient harm or injury. See associated MDR #3010532612-2024-00560.

Event description:
It was reported that "central lumen extremely dampened and blood noted in gas tubing". The report further states, "this is a male patient with an axillary iab in place. The patient is waiting for transplant and the iab has been in place for 5 days. They were also having triggering issues. I was able to get a better ECG signal for the pump. The pump is now in wessler timing". Additional information states that "the patient is stable. Went to or to remove the balloon". It is unknown per the customer if a 2nd balloon was inserted. No report of patient harm or injury. See associated MDR #3010532612-2024-00560.

Manufacturer narrative:
(B)(4). Resuable devices: UDI number unavailable as complaint product does not have a batch/lot number. Other remarks: n/a. Corrected data: n/a.